Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for post implant stenosis was confirmed based on medical record provided. Available information suggests patient factor (atherosclerosis) likely contributed to the event as patient has diabetes mellitus, hyperlipidemia, and chronic kidney disease. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from medical record review. The following sections of this report have been updated: b.4, b.7, g.3, g.6, and h2. The following sections of this report have been corrected:h6 impact code (from 4648 to 2199), clinical code (from 4580 to 4582). The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported from a clinical safety, approximately 2 years post tavr with a 23mm sapien 3 ultra valve in the aortic position, an echo showed ava=0.74cm2 which changed from the 1 year echo which showed ava=0.94 cm2.